Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Customer was unable to clear the alarms and reverted to a backup insulin pump for insulin therapy. Customer¿s blood glucose was 120 mg/dl.